Manufacturer narrative:
(B)(4). Carefusion has made several attempts to receive information in regards to the actual event that occurred and in regards to having an evaluation performed on the device. As of today, carefusion has not received the device or any additional information. The serial number of the device has not been provided. Carefusion will submit a follow-up medwatch form if any additional information becomes available.

Event description:
Carefusion was informed of a patient death. It is not known at this time if the child was actually connected to the ventilator, or if the ventilator was operating, at the time of the patient incident. The reporter of the event did not provide any other information on what occurred during this event.

Event description:
Per email from attorney, the baby that passed away was born a twin at (B)(6) weeks premature. The twins were hospitalized for some time and released to the mother. Both twins were on several machines at various times. On (B)(6) 2016, the mother woke up and found one of her twins unresponsive in her crib. The baby was taken to the hospital and could not be resuscitated and passed away. The teenage father intimated that maybe the young mother did something wrong in caring for the child who died. (B)(6) found out about the event via text message sent to an off duty staff member on her personal phone. (B)(6) is requesting a ventilator inspection as a precaution. It is still unknown if the ventilator was being used during this incident. It was also reported that there is no indication that the ventilator had any issues.

Manufacturer narrative:
Results of investigation: carefusion performed bench testing on the unit. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed 48 hours of extended tests at the customer¿s settings. The ventilator passed general checkout. The ventilator failed the ltv final test for non-conformities with the flow performance tests and the calculated vti average. These slight non-conformities would not result in a failure to ventilate properly.